Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 30mg/dl to 41mg/dl, shakiness, and disorientation; cause was unknown. Reportedly, the customer required assistance from parent to treat bg level via consumption of carbohydrates. No additional information was available.